Manufacturer narrative:
It was reported that the patient's device was explanted on (B)(6) 2017.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device; however the issue could not be resolved. The implanted device remains.